Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device was frozen. A technical support specialist restarted the station, and the application was operational. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that pyxis medstation es system device was frozen. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.